Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced recurrent peritonitis. The pt was hospitalized four times within the previous two months for recurrent peritonitis. Treatment was not reported. Additional information was requested but is not available. This is report 3 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h13a11109 and h13b08061. No issues were noted during the manufacturing process. There were no deviations from standard procedure. Should relevant additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Should additional information become available, a follow-up will be submitted. Same patient as (B)(4).